Event description:
While the patient was hospitalized with heart failure unrelated to cardiomems, a pulmonary embolus was found in the same pulmonary artery as the cardiomems sensor. The patient was started on eliquis and discharged on (B)(6) 2021.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.